Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch paj097-9702h and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture. Changed to another device to complete the surgery. There were no adverse patient consequences reported.